Event description:
It was reported that in clinic, the implantable cardiac monitor was unable to be interrogated. It was noted that two weeks prior, the patient had come in contact with an electrical fence. The device was explanted on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis confirmed the reported complaint of unable to interrogate. The loss of communication was due to premature battery depletion. The cause of the premature battery could not be determined.